Event description:
Six days after implantation of this device, pt had recurrent chest pain and another mi. There was thrombus in the middle of the stent, and stent was not sufficiently well expanded. Pt had further surgery where stent was dilated and thrombus was removed. Pt now doing fine.